Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used working wall outlets, tandem charging cable, tandem wall adapter, and alternate cables and adapters, and no low power alerts, shutdown alarms, or power source alerts were present. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, instructed customer to let battery fully deplete before returning malfunctioning pump with pre-paid label, and advised customer to reprogram pump settings and reconnect cgm on replacement device.